Event description:
It was reported that during the lap appendectomy procedure, there were malformed staples proximal to the staple line. Used another like device to complete the case with no patient consequence.